Event description:
Adverse event: myocardial infarction. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that during a left internal carotid artery stenting procedure, the pt reported infrascapular pain which was unrelieved by pain medication and was diagnosed as a myocardial infarction. Treatment included aggrastat and placement of a xience stent. The condition is listed as continuing and improving. Two days post-procedure, the pt was discharged to home. Although requested, there was no additional info provided. The date of the procedure was (B) (6) 2010 and the pt was discharged to home on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.